Manufacturer narrative:
(B)(4). Batch # n91k4z. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for: " solid tone with error code ". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. A batch history record review was performed, and an nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, solid tone with error code. The error content or code was confirmed unknown. Changed to a new device to complete the procedure. There were no adverse consequences for the patient.